Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was received for evaluation. Performance data collected from the device was analyzed, and revealed that the programmer clock and device clock are not synchronized to each other, nor is there any guarantee that either are accurate or related to the clock used to determine time of death. Electrical activity in the device has no reflection on patient status. Electrical activity could be present and the patient could be clinically dead. The device was interrogated after an episode of non-sustained tachycardia, and that electrical activity at that time is consistent with erratic ventricular electrical activity. The device was returned, analyzed and no anomalies were found. (B)(4) the full lead was returned in segments, analyzed and the outer insulation was breached and had a depression. It was noted that all conductors were stretched, there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation was torn, the outer insulation was breached cut and the outer insulation had a cosmetic depression.

Event description:
It was reported the patient was in a motor vehicle accident with coroner noting cause of death to be blunt force trauma due to mva. "He thought the patient had gone into an agonal-type rhythm after the trauma." Device interrogation had shown a stored vt/vf episode that had occurred 10 minutes after the patient was pronounced dead by the police. A difference in the device clock and the "atomic" clock of 18 minutes was also reported. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
Asku

Event description:
It was reported the patient was in a motor vehicle accident with coroner noting cause of death to be blunt force trauma due to mva. "He thought the patient had gone into an agonal-type rhythm after the trauma." Coroner reported there was no evidence of myocardial infarction or any device concerns. Device interrogation had shown a stored vt/vf episode that had occurred 10 minutes after the patient was pronounced dead by the police. A difference in the device clock and the "atomic" clock of 18 minutes was also reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient was in a motor vehicle accident with coroner noting cause of death to be blunt force trauma due to mva. Later reported significant condition was atherosclerotic cardiovascular disease and the manner of death was accident. "He thought the patient had gone into an agonal-type rhythm after the trauma." Coroner reported there was no evidence of myocardial infarction or any device concerns. Device interrogation had shown a stored vt/vf episode that had occurred 10 minutes after the patient was pronounced dead by the police. A difference in the device clock and the "atomic" clock of 18 minutes was also reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.